Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device showed the alert code 200.14. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: rf error/shortcircuit, error code 200. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament procedure on (B)(6) 2021, it was observed that the vapr3 generator displayed the alert code 200.14. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.